Event description:
It was reported that there was a device power on reset caused by a bit flip. The device was interrogated and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One por (power on reset) for critical ram parity error, addr=2969, data=01 on (B)(6) 2012. One patient alert for por on (B)(6) 2012.